Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the leak/fluid invasion could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a leak found in the instrument channel. Upon further inspection, it was observed that there was no image or black screen. The scope was processed through an aeration machine to dry in which the image returned. Though the scope was processed through aeration, switch 1 and switch 4 did not work. Additionally, it was observed that the control body still remained wet after aeration as well as the scope connector¿s customer label. Upon further inspection, it was observed that the distal end plastic cover had minor scratches. It was also observed that the bending section cover had a pinhole. It was observed that the glue of the bending section cover had a crack and was peeling. It was also observed that the bending section had 5 or more broken strands. Lastly, it was observed that the insertion tube had a dent passed the ring gauge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope failed the leak test. The reported issue occurred during the inspection of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was no image which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.